Event description:
A customer's granddaughter reported an issue with their freestyle meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. Customer's granddaughter also reported customer received an inaccurate high glucose reading (463 mg/dl) and administered customer with 12 units of insulin accordingly. Customer's granddaughter reported calling paramedics and took customer to hospital. Customer was treated with IV solution and unk medication by the paramedic. It is unk what the diagnosis is at the hospital, an investigation into the details of this event is in process.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customer and retailers have been informed through the adc fa16may2006 letter.